Manufacturer narrative:
Patient's date of birth and age unavailable. Patient's weight unavailable.

Event description:
A peripheral atherectomy procedure commenced to treat a total vessel occlusion (severely calcified) in the patient's mid anterior tibial artery. The physician chose to use a spectranetics quick-cross support catheter as a guide catheter. Accessing from a retrograde approach (accessing against the usual direction of blood flow), the physician was attempting a wire exchange; however, he could not get the quick-cross catheter removed from the patient. The tip of the quick-cross, approximately 2.5cm, tore off inside of the patient while attempting removal. It was presumed that it became caught on something within the vessel, since the vessel was found to be totally occluded prior to the procedure. The physician attempted to snare the remnant of the quick-cross catheter, but the snares were too large. The physician decided to forego removing the portion of the quick-cross and it remained within the patient's vasculature. At that time, the physician attempted to use a second quick-cross catheter. The physician had access in the anterior tibial artery, which was occluded proximal to mid segment and he was attempting to cross the lesion. He was able to pass a 0.014" wire through the lesion but he then wanted to exchange the wire for a lighter support wire so he could use a 1.8 phoenix device in order to treat the patient's occlusion. He then advanced the quick-cross catheter but the catheter would not cross the lesion. When the physician attempted to "walk" the catheter out, it stretched to the point that it tore as well. An approximate 1.5cm segment was left within the patient's vasculature, from this second quick-cross catheter. He chose to abandon the procedure at this time. It was reported that the patient did not undergo further invention and since the artery was confirmed to be totally occluded, the physician was monitoring the patient for further complications. The two portions of the quick-cross catheters reportedly remained in the patient vasculature. This report captures the first quick-cross catheter in which an approximate 2.5cm remnant remained in the patient's vessel. Please refer to MDR 1721279-2020-00185 which captures the second quick-cross catheter which tore during the procedure, leaving a remnant as well.